Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer stated that site staff had informed that the problem had been resolved and no other issues were noted or needed to be addressed. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and was not detected on the communication bus. The customer had stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.